Event description:
As reported to the implant patient registry (ipr), approximately 2 years, 17 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for explant was initially unknown, however information received from follow up noted the patient had increased gradients due to patient prosthetic mismatch which required surgical avr, root replacement and bypass surgery. Pre-op diagnosis was "aortic regurgitation/aortic stenosis". There was an allegation that the valve contributed to the coronary obstruction requiring CABG.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from medical records. The following section of this report has been updated: update to b1, b4, b5, b7, g3, g6, h2, h6, h10. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from medical records. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander ds with s3/s3u IFU was reviewed. Incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient prosthesis mismatch) and/or annular rupture is a warning listed in the IFU. Noted under potential adverse events, 'valve stenosis', 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)', and 'device explants'. No IFU/training deficiencies were identified. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native/bioprosthetic leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. A partially detached leaflet of the failing bioprosthesis that in the aortic position may also obstruct a coronary ostium. Additionally, minimal distance between the native/bioprosthetic annulus and the coronary ostia, bulky calcification, long leaflets, and obliterated coronary sinuses. Procedural factors such as torn leaflet during balloon valvuloplasty, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure'specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure'specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the non-edwards pre-existing surgical valve leaflets were impinging on the left main coronary artery. This may have occurred post tavr. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The complaints were confirmed based on medical records. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 2 years, 17 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted'. Per the instructions for use (IFU), valve regurgitation (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to insufficient information, a definitive root cause is unable to be determined. Patient prosthesis mismatch (ppm) typically refers to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. According to the literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement include older age, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. In this case, the 23mm s3u valve was implanted in a 25mm surgical valve, it's possible that the difference in size resulted in elevated pressure gradients due to the effective valve area being too small for unobstructed blood flow. As such, available information suggests that procedural factors (valve size selection) may have contributed to the reported event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Aortic stenosis is defined as a narrowing of the aortic valve opening. In this case, patient-prosthesis mismatch may account for the narrowing of aortic valve area and, thus, stenosis. As such, available information suggests that procedural factors (patient-prosthesis mismatch) may have contributed to the reported event. A definitive root cause is unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported to the implant patient registry (ipr), approximately 2 years, 17 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for explant is unknown.